Manufacturer narrative:
A review of the system logs for the event date of (B)(6) 2022 has been performed by an isi regulatory post market surveillance (rpms) analyst and the following was observed: a procedure was performed on the reported event date of (B)(6) 2022 using system (B)(4).and there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: the customer converted to open procedure after the start of the procedure. No further information was provided at this time. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that after starting a da vinci-assisted surgical procedure, the procedure was converted to open surgery. No patient impact or consequence reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.